Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's pump displayed the message in order to continue, tubing must be filled after an attempt to fill the tubing and changing the cartridge. During troubleshooting with tandem technical support(cts), cts instructed the contact to complete a fill tubing once more. The customer was able to slightly fill tubing and was able to resume insulin when exiting the load sequence. There was no impact to the customer's blood glucose level.